Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 190 mg/dl. The customer also reported a difference between the blood glucose (190 mg/dl) and the sensor glucose (63 mg/dl) values. The customer also received change sensor, sensor updating & calibration not accepted alerts. The event involved product(s) mmt-1884g, unk_reservoir & mmt-7040a. Troubleshooting was declined for the low blood glucose values but found the customer was treated with carbs. Troubleshooting was done for the sensor alerts and advised the sensor would be replaced. Troubleshooting was also done for the difference between blood glucose and sensor glucose values, found the difference was not withing the range but insulin delivery was not suspended. Advised sensor may no longer be responding to glucose changes.it was unknown if the insulin pump was used within 48 hours of the reported event or if the automode/smart guard feature was active. No further patient complications were reported. The product(s) mmt-1884g, unk_reservoir will not be returned for analysis but mmt-7040a will be returned.